Event description:
In 1995 bilateral breast augmentation with mentor saline implants questionable 250cc. Pt's breast size has increased by 30% since 1995, now they want smaller breasts. In 2003 pt underwent bilateral breast implant removal, bilateral capsulectomy and bilateral mastopexies.